Event description:
Caller reported experiencing cgm error 42 multiple times on a pump, with prior self-managed resets, and contacted support for the first time. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed on preparing the pump for return and ensuring continuity of insulin delivery until the replacement arrived. The customer acknowledged understanding and agreed to return the pump using a pre-paid label.